Event description:
It was reported during the patient's pacemaker replacement procedure, the physician noted low unipolar rv impedance, high pacing thresholds, noise on the ventricular electrogram and loss of capture in bipolar mode. Subsequently, the ventricular lead was replaced. No adverse consequences were reported. The explant date is unknown at this time.

Manufacturer narrative:
(B)(4).